Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. If additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit was not functioning properly and was involved in the patient receiving a small burn to the buttocks. The burn was a non-pad site burn of unknown severity. Additional information has been requested from the customer but has not been provided.